Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another device (brand unknown). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient reported obtaining a blood glucose result of"7.4 mmol/l" with the subject meter and "5.2 mmol/l" on the other device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results may exceed lifescan's criteria for accuracy. It is not known if the patient takes medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. However, the patient reported developing "hypoglycemic symptoms" at the time of the alleged issue but denied receiving medical treatment. During troubleshooting, the csr confirmed the patient was following the correct testing process. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' serious injury criteria and he did not receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the reported results may not have met lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.